Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. The analyst noted that the lead is returned stretched and the proximal conductor is also kinked at 33.5 centimeters. Lead passed introducer test, but is snug at 33.5 centimeters (where lead is kinked). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pacing lead (ipl) implant procedure, placement difficulty occurred, and no acceptable measurements. The ipl was removed and replaced with a different lead. No patient complications have been reported as a result of this event.